Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during intra-operative surgery, the trochanteric fixation nail set was found broken. This included the helical blade coupling screw, deg aiming arm trochanteric fixation nails, and helical blade inserter. The procedure was successfully completed. There was no patient consequence. This report is for one (1) helical blade inserter. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part number: 357.372. Synthes lot number: 4587001. Release to warehouse date: (B)(6) 2003. Manufacturing site: synthes brandywine . No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection, it was observed that the helical blade inserter had significant wear consistent with the age of the device (15+ years). Extensive gouges to the handle of the helical blade inserter were observed, concentrated towards the distal end of the handle. The shaft and distal tip of the inserter however had minimal wear or scratches. The alignment indicator component was returned unattached to the shaft of the helical blade inserter but was easily reattached. No fracture or break was observed. The received condition was determined to disagree with the complaint description. Investigation conclusion: as us customer quality was unable to observe the complaint condition during the visual inspection, this complaint is unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.